Event description:
The surgery center reported that a laser vision correction patient was presented with a trace of diffuse lamellar keratitis (dlk) on right eye (od) eye at 2 day post-operative exam. Topical steroid were increased and used to treat the dlk. The pred forte (topical steroid) was increased by 1 percent for every hour a day and on 2nd day to every 2 hours. The patient had no symptoms or comments. Spectacle corrected visual acuity (scva) was right eye (od) 20/20 and left eye (os) was 20/20.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. Placeholder.

Manufacturer narrative:
Additional information - dlk resolved on (B)(6) 2015. Patient has no symptoms or concerns. Discontinued pred forte. Visual acuity 20/20 both eyes. Resume routine post-operative instruction. Placeholder.